Event description:
The reported description notes that the bedside monitor did not alarm when the alarm limit as exceeded beyond its preconfigured parameter. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor did not alarm limit as exceeded beyond its preconfigured ibp parameter. Root cause - the customer reported that the reported failure to alarm may have been due to a user error in setting the alarm to off position. There was no pt injury reported. No diagnostic logs from a central monitor to which the bedside monitor can be connected were submitted. The transducer used with the ibp measurement was not submitted with the bedside monitor for inspection. A philips service engineer was unable to identify any malfunctions associated with the ibp pressure functionality of this bedside monitor. The monitor meets performance manufacture specs. The monitor was returned to the customer with no further similar reported incidences. Per out labeling, instructions for use, part (B)(4) the bedside monitor will produce an ibp pressure low alarm when the measured pressure value is below the low alarm limit. The numeric flashes and low limit is highlighted in yellow and an alarm tone is produced. Hazard analysis - the info provided related to this situation does not support that there is a systemic problem or design or labeling malfunction or any health risk. No further investigation or action is warranted.